Manufacturer narrative:
On 11/13/2018, the mentor failure analysis lab received the device for evaluation. The device evaluation was completed on (B)(6) 2018. Summary: the device was received at mentor without fluid. White material was observed within the device and on the shell surface. During visual examination of the device, mentor product analysis lab observed a rent on the left edge of the anterior view measuring 7.0 cm. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the white material observed. The device history record (DHR) for the lot number 6564700 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. All the implants are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed on 9/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with a mentor smooth round high profile 310cc saline prosthesis. Deflation on the left breast prosthesis was diagnosed post procedure through via self-examination. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
On 10/25/2018, mentor became aware that the device was explanted on (B)(6) 2018. (B)(4).